Event description:
As reported, during a vascular surgery procedure, physician observed that the tip of the 5 x 150 smart flex self-expanding stent (ses) had detached from the delivery catheter. The procedure was then completed using a stent from another manufacturer, with the specific model not specified. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was verified to show a clear black dotted pattern with a grey background. The device was inspected and prepped per the IFU. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, during a vascular surgery procedure, physician observed that the tip of the 5x150 smart flex self-expanding stent (ses) had detached from the delivery catheter. The procedure was then completed using a stent from another manufacturer, with the specific model not specified. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was verified to show a clear black dotted pattern with a grey background. The device was inspected and prepped per the IFU. The device was not returned for evaluation. A product history record (phr) review of lot 362416 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip separated¿ cannot be verified as the device was not returned for analysis. The exact cause cannot be determined. Vessel characteristics and procedural factors likely contributed to the reported event. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the instructions for use which is not intended to mitigate risk, ¿do not use if the system appears to be damaged. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Prepare the stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if either the inner or outer pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged, do not use the device.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, during a vascular surgery procedure, physician observed that the tip of the 5x150 smart flex self-expanding stent (ses) had detached from the delivery catheter. The procedure was then completed using a stent from another manufacturer, with the specific model not specified. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was verified to show a clear black dotted pattern with a grey background. The device was inspected and prepped per the IFU. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.